Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak. Images were provided to gore for evaluation and the results will be provided in the submission of a supplemental medwatch.

Event description:
On (B)(6), 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) , 2021, follow-up imaging determined a suspected proximal type I endoleak. On (B)(6), 2022, it was reported that the physician intends to reintervene but has not scheduled a reintervention as of yet with the patient.

Manufacturer narrative:
B3: corrected information to align with imaging results.

Manufacturer narrative:
Images were provided to gore for evaluation and showed the following: documentation from 3 different time points used for this evaluation: pre-implantation cta dated (B)(6) 2019, pre-implantation cta dated (B)(6) 2021, and post-implantation cta dated (B)(6) 2019. Pre-implantation cta dated (B)(6) 2019 appears to show: aortic diameter just distal to the left renal artery appears to be 19.2mm. Aortic diameter ~8mm distal to the left renal appears to be 18.9mm. Aortic diameter 15mm distal to the left renal appears to be 21.2mm. Aortic diameter 20mm distal to the left renal appears to be 23.9mm. Pre-implantation cta dated (B)(6) 2021 appears to show: aortic diameter just distal to the left renal artery appears to be 21mm. Aortic diameter 15mm distal to the left renal appears to be 20mm. An aortic diameter between the left renal artery and 15mm distal to it appears to be 21mm. Aortic diameter 20mm distal to the left renal appears to be 24mm. Post-implantation cta dated (B)(6) 2021 appears to show: there does not appear to be proximal wall/device apposition. Contrast can not be visualized outside the proximal end of the device that communicates with the sac. Cannot confirm if there is an aortic extender present, on this time point, with available images. There appears to be contrast pooling in the mid-distal aneurysm sac. There appears to be contrast in a set of lumbar arteries that appears to communicate with contrast pooling in the aneurysm sac, thereby, suggesting a type ii endoleak. Cannot confirm a proximal type I endoleak with available images.